Event description:
It was reported that the patient had been using liberator medical supply for 4 years or a little over. Patient had 2 urinary tract infections within the last 90 days and found that the intermittent catheters were so sharp, and the patient dropped a catheter on the floor and went to pick it up and noticed it was not smooth and it was rough. Patient went to the emergency room yesterday and they put antibiotic for the patient and stated it was rough all the way and the patient did not want pre-lubricated catheters because the patient had a hard time opening thing. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode could be "catheter tip too sharp" and a potential root cause for this failure could be " unpolished mold surface and incorrect tipping parameters". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. If desired, apply water-soluble lubricant to catheter. 4. Gently insert rounded end of catheter into urethra until urine begins to flow. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been using liberator medical supply for 4 years or a little over. Patient had 2 urinary tract infections within the last 90 days and found that the intermittent catheters were so sharp, and the patient dropped a catheter on the floor and went to pick it up and noticed it was not smooth and it was rough. Patient went to the emergency room yesterday and they put antibiotic for the patient and stated it was rough all the way and the patient did not want pre-lubricated catheters because the patient had a hard time opening thing. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.